Event description:
The user facility reported a 78-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on bipella support and the impella rp flex had two pump stoppages. The physician inserted the sheath further in and sutured it in place. There were no further drops in flows or stoppages reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-05589 was provided in sections b1, b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Temporary pump stop: the returned pump was inspected and there were no visual abnormalities or biomaterial around the impeller. The pump passed electrical testing. The pump stop was not reproduced after running in the lab. The data logs show alarm 13 - impella stopped motor current high alarms with motor current and speed deviations characteristic of an ingestion. The root cause of the temporary pump stop was not determined since the issue was unable to be reproduced. Placement signal issue: the pump was inspected and there were no damages to the dp sensor. There was no biomaterial by the impeller. The pump was run in the flow loop and sensor drift reproduced. The logs show a sensor drift pattern with placement signal increasing while flows decreased with no p-level change or motor current spikes. The root cause of the placement signal issue was determined to be dp sensor drift as evidenced by log pattern and returned product analysis. Hemolysis: the root cause of the hemolysis was most likely due to improper positioning of the device as the hemolysis resolved after repositioning both devices. Positioning issues: flex was noted to have moved slightly deeper than the day before. The cause of the positioning issues was not determined as limited clinical information was provided. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B2 updated. B5 updated to include additional failure modes. D9 updated. H1/h2 updated. H3 updated. H6 updated. B7 other relevant history, including preexisting medical conditions updated. D4 model number updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank on the initial report. G1 reporting contact email updated.

Event description:
The complainant also reported the pulmonary artery numbers were reading negative, flows very high for p-6. The pump was repositioned, and it successfully fixed the flows. Also, the patient had red urine. 500 ml of volume was given to the patient. X-rays were performed, and the pump appeared deep, the pump was repositioned, and another 500 ml of volume were given to the patient after repositioning.